Event description:
The foot end side rail panel partial detachment was observed by the arjo service technician during the inspection of the citadel plus bed frame. No patient was involved when the issue was detected. No harm was claimed.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Based on the collected information the side rail almost fell off due to ripped screws holding the panel to the metal plate. Additionally the other side rail was damaged but it was still attached to the bed (the screws holding the panel were still intact). According to citadel plus instruction for use (IFU, 831.374 rev. I), the safety sides shall be checked every day by caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. IFU also includes warning: ¿to avoid equipment failure or damage, do not use the side rails to move the bed.¿ based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its performance specification since the side rails were damaged. The device was not in use when the issue was detected. The complaint was decided to be reportable due to the side rail partial detachment. No injury was claimed.